Manufacturer narrative:
The device involved in the reported incident is not expected to be rec'd for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported by the sales rep that a slippage occurred with a mayfield head holder (details unk). Add'l info has been requested but no further info has been provided.